Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the products had already been explanted and would not be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2020, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-mar-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had seen his dermatologist who felt something like hardware. That patient stated it looked like an infection but it was later ruled out. It was noted that the implant site had a red and pink spot the size of a pencil eraser by the corner of the implant and the patient stated it was ¿pus-y and really pooching out¿. The patient mentioned it was like his body was pushing the device out and it was sticking out more than it had been. The patient explained that the implant was placed too high at first as it was right were the belt line was so he had difficulty keeping the recharger antenna over the implant while charging. The healthcare professional (hcp) planned to revise the pocket site to a more convenient location. The patient reported that the hcp had determined via fluoroscopy that the wires were loose and told the patient they had busted wires. There were no falls or traumas report ted related to the issue. The indication for use was non-malignant pain.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2016, explanted:(B)(6)2018, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6)2016-, explanted:(B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via a representative regarding a patient with an implantable neuro stimulator (ins). It was reported that physician office informed the manufacturing representative (rep) that the leads had come out of the epidural space and were causing incisional irritation so a lead revision was scheduled for (B)(6)2018. The patient had stated he was still able to use the stimulator with some relief but complaint of incisional irritation and tenderness at the battery site. All impedances were measured and normal on (B)(6)2018. Today, (B)(6)2018 the lead revision attempted and it was determined in the operating room that the system needed to be explanted out of concern for infection. The system was completely taken out and the physician will pre implant at a later date. The issue was resolved at the time of this report. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the ¿loose wires were coiled up¿ and seen with fluoro. It was unknown what circumstances led to the loose wires and difficulty charging (it was confirmed the device still charged), but the issue hadn¿t been resolved as the patient was waiting for insurance approval for a revision.